Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient presented with pain from pacing. Upon interrogation it was noted that the right ventricular (rv) lead exhibited loss of capture. An x-ray was taken which revealed that the rv had perforated an unknown location of the heart. A revision procedure was performed where the rv lead was explanted and returned. No additional adverse patient effects were reported.